Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was inoperable due to the device not being charged and communication was unable to be established. Patient last recharge and had therapy approximately nine years ago. The device was explanted, and a new device was implanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.